Manufacturer narrative:
Additional information will be provided upon investigation conclsuion.

Event description:
It was reported that during the transfer the resident fell out from the device. The staff reported that the resident lifted both arms above her head and the sling slipped up over the resident, which resulted in her fall. As a consequence, the resident landed in a sitting position on the pedals of the wheelchair. Initially, the resident sustained pain in the right buttock at the time of the incident- no further pain and no injuries were noted.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
It was reported that during a patient transfer from a sitting to a standing position, the resident raised both arms above her head and the sling slipped over the resident, causing her to fall. After the event, the lift and sling were evaluated and no malfunction was found. The instructions for use for the sara flex (04.kl.00_5) include information that the patient's hands should be placed on the patient/resident handles during transfer. The instructions for use also include warnings: "warning:to avoid injury, a full clinical assessment of the patient¿s condition, and suitability must be carried out by qualified personnel, before attempting to use sara flex." " warning to avoid injury make sure the patient is participating. If not, consider ending the transfer, return the patient to a sitting position and reevaluate the choice of equipment." No device malfunction was found that could cause the patient to fall. Based on all the information provided in the complaint, the patient's behavior during the transfer could have led to a fall. With limited information regaridng the patient condition, in the course of the investigation, it has been deemed that the cause of the event is impossible to define. Arjo active floor lift and active sling were used as a system for patient transfer when the patient slipped out of the device. No device malfunction was found, the lift meet its specification. The complaint was decided to be reportable due to the patient¿s fall.